Event description:
The patient experienced severe pain in his back while the device implanted. It took the patient 7 years to find an hcp to explant the device. The device was disposed of by the hospital. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.